Event description:
I switched to a new insulin pump from medtronic - (g970) {(B)(4) ref mmt - 1780kpk} and received training. Since then the sensors, that are supposed to last one week to constantly monitor my blood sugar every five mins, have failed in 10 of 21 sensors. This is totally unacceptable, dangerous and expensive (B)(6). I don't believe this device should have been approved and pushed hard onto pts without better test results, (obviously it is a nice revenue stream for a small piece of plastic.) I have kept the last ten sensors. I was told to try the arm for better results, but 4 of the first 6 failed.